Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose was 61 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.